Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A temporal relationship exists between pd therapy utilizing the liberty select cycler, and the patient¿s hospitalization for unspecified cardiac issues and subsequent death. There is no allegation or objective evidencing indicating a deficiency or malfunction is associated with these event(s). Per the pdrn, the hospitalization and subsequent death were unrelated to pd therapy and/or any fresenius device(s) or product(s). The patient was in poor health and experienced cardiac issues for which the patient. Cardiovascular related deaths are the leading cause of mortality in the esrd population.

Event description:
It was reported that a patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) had to end their peritoneal dialysis (pd) treatment during drain four of five to go to the hospital. Follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) revealed the patient was taken to the hospital for a cardiac related event (specifics not provided) and subsequently expired two days later (specifics not provided). The patient¿s health was reportedly ¿quite poor,¿ however no specifics were provided. The pdrn stated the event(s) were unrelated to pd therapy. Subsequent attempts to obtain additional information have thus far proven unsuccessful.